Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 174 mg/dl at the time of the report. Troubleshooting was performed and found that the insulin pump was not programmed. The customer also stated that the insulin pump had alarmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device wil be returned for analysis, and further information will follow once the analysis has been completed.